Event description:
It was reported that one day after implant the patient experienced a shock for noise and was returned to the lab and the lead was removed and re-inserted. No noise was noted after this and impedances and threshold were normal. The lead remains in use. No further patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.